Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Option ivc filter found to be fractured with leg deeply embedded in vertebral body. It is extravascular filter was tip embedded and removed with forceps however fragment is not amenable to transvenous removal.